Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas via email and indicated that she was hospitalized on (B)(6) 2011, due to high blood glucose (bg). No additional information was provided. Several attempts were made unsuccessfully to contact the patient for follow-up information. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized for hyperglycemia. However, at this time, it is unknown if pump malfunction was alleged by the patient or that that the device contributed to her injury.